Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59l48. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned with 5 double drivers and 1 single driver missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device received in a shipment from sales rep. It is not known what issue has been experienced.